Event description:
The complainant reported that an automated impella controller was damaged during transport back to the hospital following a patient transfer. There was no patient involvement.

Manufacturer narrative:
The controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
There were no console log to review for this complaint. There was obvious damage to the front and rear housings. The console was able to perform as expected during testing as all the damage was to the exterior. Root cause: the damage to the console was most likely a use issue.